Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received from a trial patient and it was reported that the patient was experiencing pain in her back/left hip the last 2 days. The patient reported that the pain increased overnight. The patient reported that they contacted their healthcare provider (hcp) and thought the lead may have migrated. The patient reported that they may have an appointment with hcp later on the day of the report.